Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks in the appropriate locations. Further inspection of the lead body noted complete abrasion of the inner insulation approximately 50 cm from the terminal pin; partial abrasion to the outer insulation was also observed. Resistance tests were completed to assess lead electrical performance. The lead passed electrical continuity testing; however, it did not pass high potential testing due to the abrasion. Testing determined that both the inner and outer insulation of the lead had abraded to the conductor coils. Laboratory analysis confirmed reported clinical observations and noted the damage was the likely result of movement/interaction between the inner and outer lead coils.

Event description:
Boston scientific received information that this device emitted tones. Upon interrogation the device was found to have recorded a (B)(4) indicative of battery voltage too low for the projected remaining capacity. Review of stored electrograms (egms) showed signs of noise and decreased intrinsic amplitude on the right atrial (ra) lead in addition slowly decreasing pace impedance measurements. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) also confirmed ra noise with some instances of oversensing resulting in inappropriate atrial tachy response (atr) mode switches. The right ventricular (rv) lead shock channel also exhibited some instances of noise though there was no impact to sensing. Device replacement was recommended and it was noted that the ra lead may also be revised during the procedure. Information was later received confirming device and ra lead explant and replacement. At the time of revision no obvious physical issues were found that would account for the observed behavior. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device emitted tones. Upon interrogation, the device was found to have recorded, a code 1003 indicative of battery voltage too low for the projected remaining capacity. Review of stored electrograms (egms) showed signs of noise and decreased intrinsic amplitude on the right atrial (ra) lead in addition slowly decreasing pace impedance measurements. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) also confirmed ra noise with some instances of oversensing resulting in inappropriate atrial tachy response (atr) mode switches. The right ventricular (rv) lead shock channel also exhibited some instances of noise though there was no impact to sensing. Device replacement was recommended and it was noted that the ra lead may also be revised during the procedure. Information was later received confirming device and ra lead explant and replacement. At the time of revision, no obvious physical issues were found that would account for the observed behavior. No adverse patient effects were reported.